Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation, the nc trek balloon dilatation catheter (bdc) was flushed, but not submerged to activate the coating. During post-dilatation of the non-calcified, non-tortuous, left main the bdc was inflated to 12 atmosphere but could not be deflated. The bdc was eventually pulled into the guide catheter on the guide wire and was removed from the anatomy while inflated. Additional post-dilatation was completed with a non-abbott balloon catheter without issue. Although there was a reported procedural delay there was no reported adverse patient effect. No additional information was provided. Subsequently a user facility medwatch report received states: balloon was inflated in left main. Attempted to deflate balloon; balloon would not deflate. A small amount of air was removed which allowed the md to remove the guide catheter and 2 coronary wires. Balloon was removed inflated and intact.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was unable to be confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The coronary dilatation catheters (cdc), nc trek rx instruction for use states, submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. The investigation was unable to determine a conclusive cause for the reported deflation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.